Event description:
The facility's representative reported an infusion pump with an 812:02 failure code. The representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided. Failure occurred during biomed testing. No details were given regarding the problem or the testing performed.